Event description:
It was reported that the pt could not adjust her stimulation. Her programmer displayed a "call your doctor" icon and the device was in a power-on-reset condition. Further information is being requested from the hcp.